Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/18/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The returned battery cap was able to fully tighten to the pump and the battery compartment was intact. The electrical current draws measured within specifications. The "battery life" issue from the original complaint was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.